Event description:
It was reported that a thrombus occurred. A watchman access system (was) double curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After successful implantation of the closure device, the access sheath was removed in normal fashion. The physician aspirated the non-bsc introducer sheath and a clot was removed. No clot was seen during the procedure on echocardiogram. No adverse patient events were reported. It was further reported that activated clotting time (act) was over 200 at the time of event.

Event description:
It was reported that a thrombus occurred. A watchman access system (was) double curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After successful implantation of the closure device, the access sheath was removed in normal fashion. The physician aspirated the non-bsc introducer sheath and a clot was removed. No clot was seen during the procedure on echocardiogram. No adverse patient events were reported.